Event description:
Reference number: (B)(4). Event occurred in brazil. It was reported that the patient experienced adhesive not adhering/sticking issue at the time of application event on 10-feb-2026. The site of insertion was gluteus. No further information available.